Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. 2 high watt alarms were logged on (B)(6) 2017 and 6 low flow alarms were logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's lactate dehydrogenase (ldh) was increasing and blood was noted in the patient's urine.

Manufacturer narrative:
Updated: b5, g4 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in the intensive care unit (ICU) with increasing power up to 8 watt. It was reported that the patient was also on right ventricle (rv) support with tandem heart and renal dysfunction treated with dialysis. Patient was stated to have been taken into the operation theater to change the pump. After the pump exchange the ventricular assist device (vad) was stated to have been working well and all seems good. As there was close to leave the or they recognized that the tandem heart didn't work well and they found a thrombus inside and a thrombus in the left arm. The patient was stated to be in the ICU and vad working well. The next options will be discussed with the patient regarding the thrombus in the arm, beside the liver has an insufficiency after the exchange. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the left ventricular assist device (lvad) pump exchange was done on (B)(6) 2017 and that thrombus was seen in the pump after removal. It was also stated that the patient underwent a tandemheart exchange the same day. It was further stated that the arm thrombus was surgically removed. The patient was stated to still be in the hospital. The pump was returned to the manufacturer and awaiting evaluation. No additional information available. Dilatative familial cardiomyopathy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.